Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2023-apr-03. Regarding the report of deteriorating symptoms, it was clarified that the patient¿s spasticity was returning. The patient was to be slowly weaned off of intrathecal baclofen and given oral baclofen if tolerated, with a view to removing the device/pump. This would possibly depend however on the next refill result. The date/timeframe of the next planned pump refill was unknown. Regarding the cause of the issue, the exact reason was unknown but they thought the catheter was possibly being kinked at certain times, causing a slowing of baclofen release. The patient had quite severe scoliosis now and this could also be playing a role. The lot number of the patient¿s catheter was not recorded. The patient¿s pump was implanted in early (B)(6) 2021. The date (B)(6) 2021 is considered an approximate date of pump implant (specific month and year known only).

Manufacturer narrative:
Continuation of d10: product ID 8780; lot# unknown; implanted: unknown; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2023-mar-24. The model number, serial/lot number, and implant date of the patient¿s pump and catheter were unknown. In (B)(6) 2022 the actual reservoir volume (arv) removed was 9 ml and the expected reservoir volume (erv) was 4.5ml. The date (B)(6)2022 is considered an approximate date of event (specific month and year known only). In (B)(6) 2023 the arv removed was 8.5 ml and erv was 5.5ml. On (B)(6)2023 the arv removed was 7 ml and the erv was 3.5ml. Further diagnostic tests included a CT scan, on an unknown date, to look at the tip of the catheter and they couldn¿t see an issue. The patient was sent home on an unknown date but had since come back to the hospital with deteriorating symptoms on (B)(6)2023 . It was unknown if the event/volume discrepancies at refills had been resolved, but they would know at the next refill. The pump and catheter remained implanted and still use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 correction: the patient codes e161603 and e2402 were not previously indicated in error regarding the previous follow-up report. The previously applied patient code e2401 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 3000 mcg/ml at an unknown dose rate via an implantable pump. It was reported that the patient was implanted with a synchromed ii pump and was at the hospital for a refill procedure. When the residual drug was retrieved from the pump's reservoir it was seen that the actual residual volume in the reservoir was more than the expected residual reservoir volume. It was further reported that a volume discrepancy was already seen during multiple refill procedures. The patient was not experiencing any withdrawal/underdose symptoms. It was further reported that there were no motor stalls seen in the pump logs. Additionally, a roller study was performed and a catheter dye study was performed 2 days ago ((B)(6) 2023). From the catheter dye study, no (partial) occlusion or kink was observed in the catheter. At the time of the report it was being considered that in case of a possible partial occlusion or kink was present in the catheter, there was the possibility that this partial occlusion/kink could have been resolved when the drug was cleared from the catheter before the catheter dye study was performed. The healthcare provider was to monitor the patient the coming days for any underdose or overdose symptoms.

Manufacturer narrative:
Concomitant medical products : product ID neu_unknown_cath ; lot# unknown . Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.